Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ access device (male luer) there was blood leakage or other sample leakage from the device other than the insertion site or needle tip the following information was provided by the initial reporter and translated to english. The customer stated: "the llad does not fit tightly, cause blood to come out."

Manufacturer narrative:
The following information was provided by the initial reporter. The customer stated: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-03. H.6. Investigation summary: bd received 1 used sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for does not fit tightly with the incident lot was not observed. The customer sample was evaluated by visual examination and the indicated failure mode for does not fit tightly with the incident lot was not observed as all product specifications were met. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and 12 by functional testing, each undergoing leakage testing and torque to break testing, and no issues were observed relating to does not fit tightly as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode does not fit tightly. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd luer-lok¿ access device (male luer) there was blood leakage or other sample leakage from the device other than the insertion site or needle tip the following information was provided by the initial reporter and translated to english. The customer stated: "the llad does not fit tightly, cause blood to come out."